Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) could not be interrogated and did not respond to a magnet. The ICD was removed and replaced.